Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, some scratches on lcd lens screen. The customer stated problem was duplicated. Customer reported problem was duplicated during the investigation. An alarm "cannot start pump not locked" comes up during starting up. This was verified in the mu status mode of the device. Latch / lock optic flex circuit was not operating as intended so the latch / lock optic flex circuit was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited cassette not attached properly, reattach cassette alarm. No patient was involved in this event. No adverse effects were reported.